Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 30004552, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the reusable heads of the flosser were coming apart while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 30004552, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the reusable heads of the flosser were coming apart while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 30004552 to unspecified. The lot number reported by the consumer (30004552) was invalid and there was no valid lot number close to the number reported by the consumer. The lot number was updated to unspecified. The analyst performed a review of the complaint data associated with this category (breaks/falls apart with use and reportable pqc) and found no adverse trends. A returned field sample had not been received for evaluation. Complaint could not be considered confirmed since customer unit was not received. A history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.